Event description:
It was reported that pump experienced malfunction alarm identified by code 9, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through resetting pump, confirmed malfunction did not recur after reset, advised that pump could continue to be used, and instructed customer to call back if any malfunction returned, which customer acknowledged and understood.